Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed several zero force loss of primes and 2 load step malfunctions in the pump history. The pump powered up with audible sound only no display. Testing was unable to complete all steps due to no display and moisture in pump. There was visible moisture in screen. Leak test failed due to display lens leak and battery compartment crack at the threads. The battery compartment was corroded. Removed pump from case and heavy corrosion was noted on all bottom surfaces of the pump, including the force sensor plate and circuits, the battery connection and circuits, the inside bottom of cover to include the vibration motor and piezo.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that today while doing a site and set change, the pump did not load properly and primed all of the insulin out into the air while patient was not attached to the pump. There are no reported adverse events or blood glucose excursions related to this issue. This is being reported based on the allegation that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010/003-r.